Event description:
Customer reported that the colibri with serial number (B)(4) did not work and was loud. The colibri was sent additionally to the battery case 532.032 with serial number (B)(4) for repair. There was no deficiency documented against the battery case. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA device came in for service and was repaired by technician. No further information is available. Placeholder.